Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h10 upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2020 - 00158. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2020 - 00158 .

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component, item # unknown, lot # unknown; polyethylene insert, item # unknown, lot # unknown. Report source: legal counsel. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03689, 0001822565-2019-03690.

Event description:
It was reported a patient underwent right total knee arthroplasty and after two years the patient reported that the devices failed, became loose and was defective. As a result, the patient suffered pain. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
It was reported a patient underwent right total knee arthroplasty and after two years the patient reported that the devices failed, became loose and was defective. As a result, the patient suffered pain. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component item # 00599601452 lot # 62896158, palacos cement item # 00111314001 lot # 79964393, palacos cement item # 00111314001 lot # 80684398. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03689, 0001822565-2019-04775, 0001822565-2019-04776. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.